Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their heart rate changing and experienced palpitations. The patient further reported that their implantable pulse generator (ipg) is not working properly. The ipg remains in use. No further patient complications have been reported as a result of this event.